Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed upon receipt at out post market quality assurance laboratory. Visual examination identified no anomalies. Device memory was reviewed, and no faults or errors were noted to have been recorded while the ICD was implanted. Power consumption was confirmed to be normal in the laboratory setting. Testing of the impedance measurement circuit resulted in normal values. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the device had unexpected measurements while implanted;however, the cause could not be determined as the device performed normally during physical analysis.

Event description:
It was reported that a red alert had been generated for this system due a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Additionally, noise was observed on this channel with a history of not being able to obtain the impedance measurements. The patient was brought into the clinic for further evaluation and high-power battery consumption was noted which would be unexpected as the device is programmed to vvi 40 with zero percent pacing. A download of the device data was reviewed by a boston scientific engineer. The power consumption was confirmed to be in excess of expectation with an intermittent message in regard to noise and lead impedance calculations. Device explant was recommended due to a potential device issue. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that a red alert had been generated for this system due a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Additionally, noise was observed on this channel with a history of not being able to obtain the impedance measurements. The patient was brought into the clinic for further evaluation and high power battery consumption was noted which would be unexpected as the device is programmed to vvi 40 with zero percent pacing. A download of the device data was reviewed by a boston scientific engineer. The power consumption was confirmed to be in excess of expectation with an intermittent message in regards to noise and lead impedance calculations. Device explant was recommended due to a potential device issue. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.